Event description:
Customer reported leaking with the mp1000-c. The problem has been reported in nicu only; they use the mp-1000 in the rest of the hospital as well. They have swapped out the product internally for another lot. There was no pt harm reported and no medical intervention was required. Customer states that no further pt/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.